Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer's blood glucose was 100 mg/dl at the time of call. Customer reported that he was arrested and was taken off of insulin pump. Customer was treated with insulin drip and IV fluids while at the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also reported that the insulin pump had a keypad anomaly and the up and down buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.